Event description:
During servicing of electrode belt sn (B)(4), which was returned for an unrelated nonconformance, the electrode belt was unable to deliver a treatment. The last pt to us this electrode belt did not report any problems related to this nonconformance.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to treat) has been confirmed. Upon receipt the distribution node to front therapy electrode cable was pulled form the strain relief and the pulse wire connection was broken. The electrode belt was able to detect, but unable to treat a pt. The cause for the inability to treat is the broken pulse wire connection. The cause for the broken pule wire connection is the pulled cable. The root cause for the likely physical abuse. After replacing the cable the belt was fully functional. No adverse event resulted from the pulled cable. The pt received a replacement electrode belt for an unrelated issue.